Event description:
It was reported that during an unknown surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2025. D4: batch # y7014l. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, one(1) clip conforming from the jaws and fourteen(14) clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.